Event description:
The facility reported the following to the complaint coordinator: repeatedly condense alarm that turns to flow stop bivart (flow restriction by the carbonate cartridge). The condense alarm occurs when there is a stop in the cartridge. Then blood leakage alarm that is not possible to restore. A test with comburtest shows positive for blood in the drain fluid. The treatment was discontinued without giving back the blood that was left in the tubing set. A new dialysis machine was started with new tubing set and a new fitler. There was no pt injury io the pt. There was also no medical intervention.

Manufacturer narrative:
From the original equipment MFR (OEM) - nipro: we (nipro) reviewed the mfg records, process inspection records, and release inspection records of the lot based on the reported lot number but found no problem in the lot. MFR records: no trouble was found in the process. Process inspection records: no probelm was found. Release inspection records: no problem was found. As stated above, we (nipro) confirmed that the lot concerned had been mfg under normal condition. On the basis of info in the complaint report, we were unable to specify the condition of actual sample and the cause of incident. In addition, we were unable to determine if there were casueal connections between the condense alarm that turned to flow restriction by carbonate cartridge (a stop in the cartridge) and the cause of blood leak alarm.